Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'false downstream occlusion' which was reproduced. The pump was tested for downstream occlusion detection and immediately alarmed downstream occlusion before the line was occluded. A review of the event history log identified downstream occlusion messages. The cause was determined to be the force sensor readings out of calibration. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed false downstream occlusion. There was no patient involvement. No additional information is available.